Event description:
It was reported that information was received from a patient regarding an external device. The patient reported they were not able to charge their implant and the issue began this past weekend. Patient stated they could get the controller to 100% but the implant was not charging. Patient said they would get poor recharge quality but now they could bring it back up and it would say good or excellent. Patient noted the controller was at 100% when they tried to start charging and it was now at 80% and the implant still had no power to the stimulator. Patient mentioned they turned the controller off and back on 3 different times and they were able to get the implant up to 80% but they never got it up to 100%. Patient said it usually took them 1.5 to 2 hours to charge the implant. Agent instructed patient to check for damage, no visible damage to the controller port. Patient then said the paddle itself was cracked a little bit where the cord went into the paddle. The issue was not resolved. A request was sent to the repair department to replace the recharger. Additional information was received from a patient. They reported that patient called back stating that they had received the replacement recharger, and they were recharging the implanted neurostimulator (ins) for 1hr and 15 mins, but the ins were not taking a charge at 0% recharging in excellent. Agent had the patient reset the controller and attempt a recharging session. Patient confirmed the battery screen with the controller at 70% and ins at red recharging in excellent. After a few minutes, the ins battery was not incrementing. The troubleshooting step did not resolve the issue. Agent sent a request to replace the controller. Patient called in repeated events that has already been reported. Patient mentioned that they have received the replacement controller and recharger but they still couldn't get the implant fully charge. Patient mentioned that this morning they were charging for 2 and half hrs (hours) but the implant only increase from 30% to 40% and controller from 100% to 50%. Patient also stated that the quality of the recharging is changing from excellent to good and it will change to poor recharging quality even they are just sitting down. The issue was not resolved. Agent redirected the patient to their healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called with patient to report that patient is still having issues with recharging, that it gave patient message about recharging interruption, that recharge needs attention. Rep said the implantable neurostimulator (ins) is slightly tilted, however, patient can establish connection easily and patient gets good and excellent recharge quality. Recharge data showed: 10/20 10%-100 4.3 hours - patient have only had 2-3 times of being able to recharge to 100% 10/19 10-20% 4.2 hours with good quality 10/18 10-70% 4 hrs, excellent 20-40% 4.1 hrs with good recharge quality prior to agreeing to replace patient's recharger, technical services(ts) had rep check patient's recharge speed and it showed 1. Ts had rep change to speed to 4 and if this won't resolve recharging slowness, then replacement of the recharger and/or the controller is appropriate. Rep said she checked impedance and connectivity and it was good - no issues found.